Event description:
The event is reported as: the customer alleges that the column is not allowing water to get to the heater. No pt injury or delay in treatment reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.